Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cap anomaly, leadscrew anomaly and also reports insulin does not dose fully. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed and found the screw is not moving as intended. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Front cap shell no longer stays attached. Several attempts were made to pair inpen, every time app displayed "inpen not found". The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured .339v. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. During deconstructive analysis visible horizontal abrasions on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked/broken. In conclusion: it was determined the cause of inpen not pairing was caused by fluid intrusion to the battery causing inpen not to pair to mobile apps. Deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew anomaly. This can affect insulin delivery. Therefore, the customer concern of screw retracting when dialing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.